Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a left hip replacement done on or about (B)(6) 2007 and was revised on (B)(6) 2019 due to elevated levels of cobalt in her blood. Patient would like to know if her primary implants were part of a recall.

Manufacturer narrative:
Corrected data: date of implant. An event regarding wear/ metallosis and abnormal ion level involving a accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement due to elevated ion levels. I can confirm that this event took place since I was able to review office and hospital notes and the revision operative report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of elevated ion levels are multifactorial including surgical technique factors, patient factors and implant factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to elevated levels of cobalt in her blood, trunnion wear and metallosis. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. It was reported that the customer was inquiring if the reported device is subject to a recall. Based on the review, the reported product has not been involved in any recall.

Event description:
Patient called stating she had a left hip replacement done on or about (B)(6), 2007 and was revised on (B)(6), 2019 due to elevated levels of cobalt in her blood. Patient would like to know if her primary implants were part of a recall. Update per medical review: "there is in operation note present dated (B)(6), 2019. The postoperative diagnosis was 'recall left total hip with increased metal ions with no significant trunnion damage but some metallosis.' The surgeon describes 'a little bit of gray material' and some fluid in the hip. He also describes some wear at the trunnion, but there was no destruction and the integrity was maintained.' There are office notes from dr. Which document that her cobalt levels had "jumped". The patient was not symptomatic. "